Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Left front axle nut came off of the bolt and the caster came off of the chair.